Manufacturer narrative:
The codes are not able to be inputted via esubmitter. I am working with esubmitter support to rectify this issue. In the meantime, they are listed below: (B)(4).

Event description:
When lifting the patient in the morning, the sling bar detached and the patient landed on the floor. The patient has got several bruises and pain in the tailbone.